Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device could not be determined. The following information was provided for reprocessing: the reprocessing steps at the material residue point were not deviated from the instruction manual. No physical damage was confirmed at the place where the foreign material remained. The event can be detected and prevented in accordance with the following instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: peeling on production label, the insertion tube insullation was low and had minor surface scratches, cut on switch #1, streched angulation wires, the control knob had play and intermittently clicking at right /left when engaged, multiple deep dents and scratches on the distal end plastic cover, the objective lens was discolored, not affecting image, the light guide lens had tiny chips at the edge, the bending section cover rubber was peeling, the insertion tube had surface scratches and minor snakiness, the control body had minor dents and scratches, the light guide tube had minor surface scratches, and the scope connector had a deep dent on the plug unit (very sharp) and customer labels on it. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a scope clogged. The device was returned for evaluation. During the device evaluation, it was found that foreign material inside in various areas of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.